Manufacturer narrative:
B7: added medical history. H6: updated results code. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2003: (B)(6). Operative report. Preoperative diagnosis: multiple ventral hernias. Umbilical hernia. Postoperative diagnosis: multiple ventral hernias. Umbilical hernia. Operation performed: laparoscopic repair of multiple ventral hernias. Anesthesia: general. Operative summary: ¿patient was anesthetized and the abdomen prepped and draped in the usual manner. We started by placing a veress needle in the right upper quadrant. We were able to insufflate the abdomen without difficulty from that location. We then attempted to place a trocar in the right mid abdomen. It felt as though the trocar penetrated the fascia but we could not get visualization. Although we could see [sic] appear to be filmy adhesions through the end of the port. We no longer attempted to force this port but then placed a 10 mm port in the right upper quadrant and we were able to then gain access and look down at the other port and it was noted that there were adhesions there. The bowel was close but did not appear to be penetrated. Then gradually worked a way through the adhesions from underneath the abdominal scars. Some of these were fatty adhesions and some of them were bowel adhesions. After they were all taken down we were able identify the left mid abdomen a nd a 10 mm trocar was inserted there under direct vision and a 5 mm trocar in the left upper quadrant. We then reversed the camera port and dissected away the adhesions from around the right mid abdominal port. Did not appear to be any sign of a bowel injury and basically we cleared off the adhesions to display the multiple hernias. There was a large umbilical hernia, multiple small ventral hernias between it and a large ventral hernia up above. Plan to resurface the hole of the abdominal scar except for the very lower part. Selected a 19 x 15 dual pack 1 mm thick. We then placed it into the abdomen through the 12 mm right mid abdominal port. The port was oriented with rough side up, loose side down and corner sutures were then pulled out in the north, south, east and west positions. Once this was done we then used the stapler to place tacks around the periphery of the mesh secure it to the undersurface of the abdominal wall circumferentially. The comer sutures were tied for full thickness fixation. Ports removed. Abdomen was decompressed. 10 mm port sites were closed with 0 vicryl suture and clips were then used for the skin. The patient tolerated this very well and return to his room in stable condition.¿ (B)(6) 2003: date assigned. Rush foundation hospital. Implant sticker. Dualmesh biomaterial. Lot: 2432933. [Partially illegible] 1dlmc04. The records confirm a gore® dualmesh® biomaterial (1dlmc04/2432933) was implanted during the procedure. Records between 09/10/03 and 02/10/12 were not provided. (B)(6) 2012: (B)(6). Radiology - abdominal series. History: vomiting. Findings: the bowel gas pattern demonstrates multiple dilated loops of bowel with air-fluid levels. Postsurgical changes are noted in the abdomen. Gas is seen in the region of the rectal vault. Impression: suggestive of ileus pattern . Recommend attention on follow up. (B)(6) 2012: (B)(6). History and physical. Relates that he has a hernia in upper part of abdomen. Dr. (B)(6) did a colonoscopy on him recently, told him the colon may be in the hernia, recommended it be repaired. History: previous colon cancer surgery in 1999. He had a laparoscopic ventral hernia repair by myself in 2003 and a remote right inguinal hernia repair. Social: does not smoke or drink alcohol. Exam: abdomen shows a hernia to left of midline, high up, appears to be at the superior and [sic] of the old large mesh that was placed laparoscopically in 2003. The remainder of the abdomen appears tight and unremarkable. Diagnosis: recurrent ventral hernia. Plan: open repair with mesh. (B)(6) 2012: (B)(6). Operative report. Preoperative diagnosis: recurrent ventral hernia upper abdomen. Postoperative diagnosis: recurrent ventral hernia upper abdomen. Procedure: repair of recurrent ventral hernias with mesh. Procedure in detail: ¿the patient was anesthetized and the abdomen prepped and draped in the usual manner. This patient had a previous laparotomy for a colon resection and a laparoscopic ventral hernia repair. This hernia appeared to be at the superior end of the old laparotomy incision and also at the superior end of the old mesh. After injecting local anesthetic, and prepping and draped in the usual manner, we then made a transverse incision overlying the hernia. Dissection was carried down to fascial level. The most obvious hernia was about a 2 cm hernia under the incision. Further dissection inside the defect revealed a second hernia more inferiorly based and this was about a 1 cm hernia. We then connected the 2 defects creating a defect around 3 to 4 cm in diameter. We then resected the sac so that we were then intra-abdominal. There were some adhesions between the bowel and the old laparoscopically placed mesh and these were taken down bluntly so that we could see the upper end of the old mesh and attach the new mesh to this. A __ [sic] edge patch that was 9 cm across was selected. It was placed intra-abdominally with the smooth side down and the rough side facing up . #1 vicryl sutures were used and placed from outside the fascia through the mesh and back out through the fascia starting at the lower end where we were able to take two good bites of old laparoscopically placed mesh and draw the new patch up against it. One suture was placed in the north and south position and about 4 additional sutures on either side. During the patch with an underlap of somewhere around 3 to 4 cm. The patch lay nicely in position. We then irrigated the wound out and closed the fascia over the front of the mesh using some 2-0 vicryl sutures and then vicryl was used for the subcutaneous tissue and clips to the skin. Blood loss was minimal. The patient tolerated this well and returned to his room in stable condition.¿ (B)(6) 2012: (B)(6). Radiology - abdomen kub [kidney, ureter, bladder]. Indication: nausea, umbilical hernia. Findings: some dilated large and small bowel present with phleboliths in the true pelvis and previous mid abdominal surgery with mesh cortical anchors present renal shadows are obscured. Impression: status post-surgical changes with abdominal ileus pattern suspected mild constipation. (B)(6) 2012: (B)(6). Discharge summary. Discharge diagnoses: recurrent ventral hernia upper abdomen. Hypertension, chronic gastroesophageal reflux disease. Irritable bowel syndrome. History of constipation, diverticulitis. Benign prostatic hypertrophy. Osteoarthritis. Anxiety. Obesity (bmi 34.4). Status post repair of recurrent ventral hernias with mesh. Hospital course: taken to surgery where a repair of recurrent ventral hernias with mesh was performed under general anesthesia. Following surgery, the patient was transferred to a regular room with diet advanced as tolerated. During the initial postoperative hours, the patient complained of incisional pain, which was uncontrolled by pain medication, along with elevation in blood pressure and some nausea, although the patient was able to tolerate a regular diet. Discharge condition: stable and suitable for discharge. Instructions: no driving, work, heavy lifting or strenuous activity. May shower, no tub bath, wash incision with antibacterial soap and water; pat dry. Notify dr. (B)(6) office or return to emergency department for elevated temperature of 101 or greater, persistent nausea and/or vomiting, drainage or bleeding from surgery site, swelling and redness at the surgery site, or pain unrelieved by pain medication. Avoid constipation. Follow up: in clinic in one week with dr. (B)(6) . Scheduled (B)(6) 2012 at 3. (B)(6) 2012: (B)(6). History and physical. Severe vomiting and abdominal pain, and just not feeling well. Cannot keep anything down. Apparently had surgery per dr. (B)(6) 3 months ago, hernia repair. He states he has been having problems for past 2-3 days. It has gradually gotten worse and the pain is now severe. Ng [nasogastric] tube placed because of uncontrollable vomiting in emergency room. Social: no tobacco, alcohol, or drugs, but was a moderate drinker in the past. Exam: periumbilical tenderness. Assessment: present with nausea and vomiting. He may have an ileus versus bowel obstruction . Ng [nasogastric tube] placed. Will order CT scan of abdomen and pelvis in the morning, follow up labs in the morning. Will hydrate and control pain. (B)(6) 2012: (B)(6). Radiology - abdomen acute series. Indication: abdomen pain. Impression: expiratory film with progressive atelectasis at the lung bases. Moderate gaseous distention of bowel the upper abdomen which can be seen with small bowel obstruction since there is diminished gas in the colon. Follow up films may be helpful for further evaluation. Post-operative findings in the abdomen and pelvis. (B)(6) 2012: (B)(6). Radiology - four views recumbent erect abdomen. Indication: generalized abdominal pain. Nasogastric tube. Impression: compared to a study done one day earlier a nasogastric tube is in place coiled upon itself in the upper portion of the stomach. There is increased dilatation of the small bowel with multiple air-fluid levels. There is a relative paucity of gas present within the colon. On the upright study there are large air-fluid levels present beneath the right hemidiaphragm felt represent a large pneumoperitoneum. There are multiple rounded metallic densities over a large area of the mid abdomen felt to represent most likely surgical mesh. These findings are felt to continue to represent at least a high grade partial small bowel obstruction. I have asked the patient's nursing unit to order a left lateral decubitus abdomen to further determine whether this represents colon interposed beneath the right hemidiaphragm or free air. (B)(6) 2012: (B)(6). Vrc radiologist. Radiology - abdomen ap (kub) [kidney, ureter, bladder]. Indication: rule out free air. Impression: no pneumoperitoneum. (B)(6) 2012: (B)(6). Radiology - abdomen supine and erect or decub. Indication: generalized abdominal pain. Impression: no change in gaseous bowel distention which may represent ileus versus partial or early obstruction. Continued follow up is recommended. (B)(6) 2012: (B)(6). Radiology - abdomen supine and erect or decub. Indication: generalized abdominal pain. Impression: no change in gaseous distention of the bowel. Ileus is favored given the stability of the colonic gas. Partial obstruction not entirely exclude. Continued follow up is recommended. (B)(6) 2012: (B)(6). Radiology - flat and erect abdomen. Indication: constipation. Conclusion: overall, little interval change in the appearance of the bowel gas pattern is suggested. Findings most suggestive of high-grade partial small bowel obstruction or ileus. (B)(6) 2012: (B)(6). Radiology - supine ap images of abdomen. Indication: abdominal pain. Conclusion: little interval change in appearance the bowel gas pattern is demonstrated. (B)(6) 2012: (B)(6). Operative report. Preoperative diagnosis: chronic small bowel obstruction presumed secondary to adhesions. Postoperative diagnosis: chronic small bowel obstruction presumed secondary to adhesions with severe tangled adhesions underneath the previously placed mesh. Procedure: exploratory laparotomy with removal of mesh, lysis of adhesions and resection of approximately 3' of small bowel. Anesthesia: general. Procedure in detail: ¿the patient was anesthetized and the abdomen prepped and draped in the usual manner. A midline incision was made and this was extended a little below the umbilicus where we encountered severe adhesions in the mid to upper abdomen when we got slightly below the placement site of the old laparoscopically placed mesh, we were able to then lyse the adhesions to the small bowel and then working from below upwards gradually peeled the small bowel away from the mesh. At the upper end, it was severely stuck presumably at the junction between the old mesh and the newer mesh placed 3 months ago. We then proceeded to resect the mesh; both pieces completely, the lower one in pieces to start with and the upper one at the conclusion of the procedure. The small bowel was severely tangled and very dilated and multiple holes were made since the bowel was so attenuated that the slightest pressure caused an opening. Significant lysis was carried out to elevate the small bowel ultimately about 3.5 feet of small bowel was resected using the gia to transect and staple the bowel. The anastomosis was constructed with the gia in back-to-back fashion and the resultant defect closed with the ta-55, 1 or 2 silk sutures were used to close the mesenteric defect. We then checked both proximally and distally to make sure there were no other significant obstructing adhesions and no other holes. We noted the transverse colon. It was below where we had been working and was not injured. We noted the nasogastric tube in the stomach and placed this correctly. We then irrigated the abdomen out thoroughly upon completion and placed a 7 french jp drain that was run across the front of the anastomosis which lay directly under the lower part of the surgical incision. The abdomen was then closed with a running #1 prolene suture in 2 sections meeting in the middle and then loosely applied clips to the skin. Overall blood loss around 300 cc. The patient tolerated this well and returned to his room in stable condition.¿ there is no mention of gore device removal in the records . (B)(6) 2012: (B)(6). Pathology report. History: small bowel obstruction. Specimen: small bowel. Gross description: the specimen is received in formalin and consists of two segments of small bowel. The shorter measures 10 cm in length and 2.9 cm in diameter. There are adhesions on the serosal surface. On opening the specimen the mucosa is tan with a normal mucosal fold pattern. There is one full thickness tear in the wall which appears artefactual. The longer segment measures 80 cm in length and from 2.5 up to 3.6 cm in diameter. There are dense adhesions on the serosal surface with several full thickness perforations which appear artefactual. No definite serosal exudate is evident. On opening the specimen the mucosa is tan with normal mucosal folds except in the foci of artefactual perforation. There is no gross evidence of ischemia and no mucosal masses are found. The attached mesentery measures up to 4 cm in thickness. No vascular abnormalities are recognized grossly. The mesenteric lymph nodes measure up to 0.6 cm in diameter with homogenous pink tan cut surfaces. Sections are submitted as follows: a1 and a2 margins from shorter segment, a3 representative sections from the shorter segment to include adhesions, a4 and a5 margins from longer segment, a6 and a7 representative sections from longer segment to include adhesions, a8 representative mesenteric lymph nodes. Diagnosis: segments of small bowel, resections; serosal adhesions. Focal areas of acute mucosal inflammation. Mild acute peritonitis, no pathological change at mucosal margins. No pathological change of mesenteric lymph nodes. (B)(6) 2012: (B)(6). Radiology - abdomen ap. Impression: interval postoperative changes with skin staples noted within the midline a surgical drain overlying the abdomen. Dilated loops of small bowel within the left upper quadrant possibly related to ileus. Continued follow up is recommended. (B)(6) 2012: (B)(6). Wound culture. Few gram negative bacilli. Moderate gram positive cocci. (B)(6) 2012: (B)(6). Radiology - abdomen ap. Indication: constipation. Impression: improved appearance of the bowel gas pattern when compared to the prior exam with interval removal of the nasogastric tube and drainage catheter. (B)(6) 2012: (B)(6). Discharge summary. Discharge diagnosis: small bowel obstruction. Hospital course: presented with nausea and vomiting, went to operating room, found to have chronic small bowel obstruction. Exploratory laparotomy with removal of mesh, lysis of adhesions, and resection of approximately 3 inches of small bowel. Ng [nasogastric] tube place post-operatively to low wall suction, due to nausea and vomiting. On (B)(6), he is still nauseated, appetite is very, very poor. He is discharged to specialty hospital for continued medical treatment. (B)(6) 2012: (B)(6). History and physical. Presents to specialty hospital of meridian with a recent small bowel obstruction. Surgery done by dr. (B)(6). Admitted for nutritional support, wound care, and pain management. Plan: broad spectrum intravenous antibiotics. Has been running a low-grade fever. Wound care. Diet as tolerated, tpn [total parenteral nutrition] if needed. Follow dr. (B)(6) recommendations. (B)(6) 2012: (B)(6). Consultation. I know the patient from previous evaluation see consult from (B)(6) 2004. He has a large ventral hernia with a previous repair. This apparently recurred and he had another ventral hernia repair I guess with mesh about 2 to 3 months ago. Do not have exact details on that. In (B)(6) 2008, he underwent surgery for small bowel obstruction with small bowel resection and removal of the mesh from the area of previous ventral hernia repair. He then admitted for malnutrition. He was then readmitted (B)(6) 2012 for an infection in the abdominal wound. He has had difficulty eating and is on tpn [total parenteral nutrition] and has had problems with what appears to be an ileus. He has been treated with nasogastric tube suction on and off. The patient actually thought he had been in the hospital a lot longer than he has been. He has had intermittent nausea, vomiting. Review of systems: increased abdominal distention, gas, and pain. Some constipation and intermittent nausea, vomiting and has occasional reflux. Social history: stopped drinking and smoking in 1989. Past surgical history: prosthesis right eye, hydrocele repair, gunshot while driving a cab several years ago with loss of right eye. Abdomen: somewhat distended. Bowel sounds are quite active. He has dressing from recent surgery. He has hyper tympany to percussion, has diffuse mild to moderate abdominal pain without localization, mass, rebound or guarding. (B)(6) 2012: (B)(6). Discharge summary. Discharge diagnosis: intraabdominal abscess. Infected postop mesh. Bowel obstruction. Hospital course: presented with severe abdominal pain. Had hernia repair and small obstruction repair. Postop he did have an infected wound. Required intra-abdominal drain, had significant purulent material, very, very foul odor. Treated with broad-spectrum IV antibiotics. Required tpn [total parenteral nutrition] for moderate to severe protein calorie malnutrition. Abscess resolved. Responded well to antibiotics, pain medication, and hydration. Awake, alert, in no distress. Abdomen is soft, positive bowel sounds, nontender. Abdominal exam is much better, and much improved. Stable for discharge. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f1901: additional surgery; f1903: device explantation h6: medical device component: g04088: membrane. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes, ((B)(6): appropriate term/code not available for ¿mesh failure¿, ¿revision surgery¿) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span (B)(6) 2003 through (B)(6) 2012 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. Records from (B)(6) 2003 through (B)(6) 2012 were not provided. Patient information: medical history: obesity. ­ 2/18/12: bmi 34.4. Hypertension. Gastroesophageal reflux disease [gerd]. Irritable bowel syndrome. Benign prostatic hypertrophy. Prior surgical procedures: 3/99: sigmoid colon resection for diverticulitis. 7/02: surgery for partial small bowel obstruction. (B)(6) 2003: laparoscopic repair of multiple ventral hernias. Implant: gore® dualmesh® biomaterial. (B)(6) 2012: repair of recurrent ventral hernias with mesh. (B)(6) 2012: exploratory laparotomy with removal of mesh, lysis of adhesions and resection of approximately 3¿ of small bowel. Implant preoperative complaints: 9/10/03: preoperative diagnosis. ¿multiple ventral hernias. Umbilical hernia.¿ implant procedure: laparoscopic repair of multiple ventral hernias. [Implant: gore® dualmesh® biomaterial, 1dlmc04/02432933, 15cm x 19cm x 1mm thick, oval]. Implant date: (B)(6) 2003 description of hernia being treated: ¿we started by placing a veress needle in the right upper quadrant. We were able to insufflate the abdomen without difficulty from that location. We then attempted to place a trocar in the right mid abdomen. It felt as though the trocar penetrated the fascia but we could not get visualization. Although we could see [sic] appear to be filmy adhesions through the end of the port. We no longer attempted to force this port but then placed a 10 mm port in the right upper quadrant and we were able to then gain access and look down at the other port and it was noted that there were adhesions there. The bowel was close but did not appear to be penetrated. Then gradually worked a way through the adhesions from underneath the abdominal scars. Some of these were fatty adhesions and some of them were bowel adhesions. After they were all taken down we were able identify the left mid abdomen and a 10 mm trocar was inserted there under direct vision and a 5 mm trocar in the left upper quadrant. We then reversed the camera port and dissected away the adhesions from around the right mid abdominal port. Did not appear to be any sign of a bowel injury and basically we cleared off the adhesions to display the multiple hernias. There was a large umbilical hernia, multiple small ventral hernias between it and a large ventral hernia up above. Plan to resurface the hole of the abdominal scar except for the very lower part.¿ implant size and fixation: ¿selected a 19 x 15 dual pack 1 mm thick. We then placed it into the abdomen through the 12 mm right mid abdominal port. The port [sic] was oriented with rough side up, loose [sic] side down and corner sutures were then pulled out in the north, south, east and west positions. Once this was done we then used the stapler to place tacks around the periphery of the mesh secure it to the undersurface of the abdominal wall circumferentially. The comer [sic] sutures were tied for full thickness fixation.¿ no post-operative records were provided. Revision preoperative complaints: (B)(6) 2012: x-ray abdomen: ¿suggestive of ileus pattern.¿ (B)(6) 2012: ¿abdomen shows a hernia to left of midline, high up, appears to be at the superior and [sic] of the old large mesh that was placed laparoscopically in 2003. The remainder of the abdomen appears tight and unremarkable.¿ revision procedure: repair of recurrent ventral hernias with mesh revision date: (B)(6) 2012 [hospitalization dates (B)(6) 2012] ¿this hernia appeared to be at the superior end of the old laparotomy incision and also at the superior end of the old mesh.¿ ¿ we then made a transverse incision overlying the hernia. Dissection was carried down to fascial level. The most obvious hernia was about a 2 cm hernia under the incision. Further dissection inside the defect revealed a second hernia more inferiorly based and this was about a 1 cm hernia. We then connected the 2 defects creating a defect around 3 to 4 cm in diameter. We then resected the sac so that we were then intra-abdominal. There were some adhesions between the bowel and the old laparoscopically placed mesh and these were taken down bluntly so that we could see the upper end of the old mesh and attach the new mesh to this. A __ [sic] edge patch that was 9 cm across was selected. It was placed intra-abdominally with the smooth side down and the rough side facing up. #1 vicryl sutures were used and placed from outside the fascia through the mesh and back out through the fascia starting at the lower end where we were able to take two good bites of old laparoscopically placed mesh and draw the new patch up against it. One suture was placed in the north and south position and about 4 additional sutures on either side. During the patch with an underlap of somewhere around 3 to 4 cm. The patch lay nicely in position.¿ (B)(6) 2012: x-ray abdomen: ¿status post-surgical changes with abdominal ileus pattern suspected mild constipation.¿ (B)(6) 2012: discharge summary: ¿during the initial postoperative hours, the patient complained of incisional pain, which was uncontrolled by pain medication, along with elevation in blood pressure and some nausea, although the patient was able to tolerate a regular diet.¿ explant preoperative complaints: (B)(6) 2012: ¿present with nausea and vomiting. He may have an ileus versus bowel obstruction. Ng [nasogastric tube] placed. Will order CT scan of abdomen and pelvis in the morning, follow up labs in the morning. Will hydrate and control pain.¿ (B)(6) 2012: x-ray abdomen: ¿moderate gaseous distention of bowel the upper abdomen which can be seen with small bowel obstruction since there is diminished gas in the colon.¿ (B)(6) 2012: x-ray abdomen: ¿no change in gaseous bowel distention which may represent ileus versus partial or early obstruction.¿ (B)(6) 2012: x-ray abdomen: ¿no change in gaseous distention of the bowel. Ileus is favored given the stability of the colonic gas. Partial obstruction not entirely exclude.¿ (B)(6) 2012: preoperative diagnosis. ¿chronic small bowel obstruction presumed secondary to adhesions.¿ explant procedure: exploratory laparotomy with removal of mesh, lysis of adhesions and resection of approximately 3¿ of small bowel. Explant date: (B)(6)2012 [hospitalization dates (B)(6) 2012] postoperative diagnosis. ¿chronic small bowel obstruction presumed secondary to adhesions with severe tangled adhesions underneath the previously placed mesh.¿ ¿ ¿a midline incision was made and this was extended a little below the umbilicus where we encountered severe adhesions in the mid to upper abdomen when we got slightly below the placement site of the old laparoscopically placed mesh, we were able to then lyse the adhesions to the small bowel and then working from below upwards gradually peeled the small bowel away from the mesh. At the upper end, it was severely stuck presumably at the junction between the old mesh and the newer mesh placed 3 months ago. We then proceeded to resect the mesh; both pieces completely, the lower one in pieces to start with and the upper one at the conclusion of the procedure. The small bowel was severely tangled and very dilated and multiple holes were made since the bowel was so attenuated that the slightest pressure caused an opening. Significant lysis was carried out to elevate the small bowel ultimately about 3.5 feet of small bowel was resected using the gia to transect and staple the bowel. The anastomosis was constructed with the gia in back-to-back fashion and the resultant defect closed with the ta-55, 1 or 2 silk sutures were used to close the mesenteric defect.¿ (B)(6) 2012: x-ray abdomen: ¿dilated loops of small bowel within the left upper quadrant possibly related to ileus.¿ (B)(6) 2012: wound culture: ¿few gram negative bacilli. Moderate gram positive cocci.¿ (B)(6) 2012: x-ray abdomen: ¿improved appearance of the bowel gas pattern when compared to the prior exam with interval removal of the nasogastric tube and drainage catheter.¿ (B)(6) 2015: discharge summary: ¿presented with nausea and vomiting, went to operating room, found to have chronic small bowel obstruction. Exploratory laparotomy with removal of mesh, lysis of adhesions, and resection of approximately 3 inches of small bowel. Ng [nasogastric] tube place post-operatively to low wall suction, due to nausea and vomiting. On (B)(6)2012, he is still nauseated, appetite is very, very poor. He is discharged to specialty hospital for continued medical treatment.¿ conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). The initial reporter's complete address is (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral and umbilical hernia repair on (B)(6) 2003 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2012, an additional procedure occurred. It was reported the patient alleges the following injuries: mesh failure, revision surgery, adhesions, additional surgery ((B)(6) 2012). Additional event specific information was not provided.